Event description:
A consumer reported her contact lens tore in her eye as she was drying her face with eyes closed. She uses this product in conjunction with her lenses. She went to the doctor who informed her she has had an "eye injury" was prescribed antibiotic and anti-inflammatory medications to heal the lesion. She reported there is some improvement (no irritation) but she still not fully recovered. She reported her eyes hurt when in contact with dust, hair, or make-up.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).